Event description:
Reference number (B)(4). Event occurred in the united states. On 09-jul-2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for an hour. The blood glucose level was 360mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.